Event description:
According to the customer it was reported that there have been four (4) occurrences of pumps under infusing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from (B)(6) 2024 were analyzed. A space line was selected and the drug short name "blood" was selected. The infusion started with a rate of 89ml/h and a volume of 267ml about 3 hours. 2 hours later, the volume was set to 107,3ml. The infusion was stopped and the line was extracted. At this time, 188,71ml was infused. 3. Judgment: 3.1 the complaint could not be confirmed.